Manufacturer narrative:
The complaint was initially assessed as a reportable event. Review of the event details and results of the investigation confirmed that a reportable event had not occurred.

Event description:
It was reported from the facility that the doctor and the scrub "went to put the catheter over the wire and it went a couple cm's and it was like it hit something that didn't allow to advance to patient." This happened twice in the same day. The facility opened another 15cm catheter with a different lot number. This report addresses the first catheter.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter tore. It was stated that this happened with two catheters. No other information was provided. This report addresses the first catheter.